Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (400 mg/dl). Reportedly, when the customer changes the infusion set, the blood glucose elevates. Customer reported that blood glucose would be addressed by changing the infusion set and delivering a correction bolus. Customer declined any further assistance or follow up from tandem technical support.